Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the mcl20 clip did not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt.